Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error detected and trace pointers are invalid. Customer's blood glucose at time of incident was 11.3mmol/l. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was programmed and monitored, no pump error 68 noted during testing. However, pump error 53 and pump error 4 noted in the history file; unable to verify root cause per research and development. The insulin pump had a scratched case, pillowing keypad overlay and missing the serial number label.